Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio-frequency) head cable insulation was damaged; however, the rf head was functional. The cable was replaced. The rf head lens was also noted to be cracked. (B)(4).

Event description:
The programmer rf (radio-frequency) head was returned with a programmer. It was analyzed and tested out of specification. There was no patient involvement.